Event description:
I do not know the date of the rupture. I have bilateral capsular constriction, one confirmed silicone implant rupture. Have been in increasing pain for approximately 3 years. It's reached the point I can't lay on my sides to sleep. I wake with pain frequently, and at times have to excuse myself from meetings. I have 2 surgical consults in the next week to seek an explant. Pt: 4504, 1761. Device: 1546. Ref: mw5188742.